Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted (B)(6) 2010. According to the complainant, the patient experienced an unknown injury. According to the physician's office, the patient was last seen in 2010. At that time, the patient did not present with any complications. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.